Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patients ipg was unable to communicate with external devices. Patient underwent multiple unrelated procedure and had not placed ipg into surgery mode. Company manufacturer met with patient and unable to reconnect after several attempts. Ipg was deemed inoperable. Surgical intervention is not planned.